Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the monitor went to snow and subsequentially a loss of the live image. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.